Event description:
It was reported that there was a revision of the left knee due to the triathlon baseplate having loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown baseplate size 3. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.